Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 18.0 cm to 19.0 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.